Event description:
Although the lot # of the amo complete moisture plus contact lens solution is not listed on the manufacturer recall, I have experienced irritated, red, painful eyes with blurred vision after using my contacts twice this week. I learned of the recall today. I have discontinued use and have contacted the company regarding the recall. Dates of use: one month intermittent, one month in 2007. Diagnosis or reason for use: contact lens cleaner/multipurpose solution. Event abated after use: no. Event reappeared after reintroduction: yes. Dose or amount: contact lens cleaner.